Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed 'mid:09 (air trap assembly)' during start-up was confirmed during functional testing and based on an event log review. The root cause of the reported complaint was the presence of liquid covering the holes of the air trap sensor block, likely due to potential fluid overflow into the air trap chamber, as indicated by the presence of liquid traces on the air trap sensor block. The event log review indicated several mid:09 errors, confirming the reported complaint. The thermogard system failed to recognize the air trap during the functional testing, confirming the reported complaint. The air trap sensor block was cleaned and dried to address the reported complaint of mid: 09. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed mid:09 (air trap assembly) during start-up. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.